Manufacturer narrative:
Based upon the investigation findings, the reported event has been confirmed. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a root cause could not be determined with the available information.

Event description:
Reportedly on (B)(6) 2015 a secondary procedure was done, and the physician elected to implant a limb aortic extension.

Event description:
It was reported that 16 months post implant of a bifurcated device and a infrarenal aortic extension, and suprarenal aortic extension, an endoleak was identified. Reportedly, there is a separation between the bifurcated and the limb extension. The physician has not intervened but is planning an intervention to correct the endoleak.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.